Event description:
It was reported that following a stereotactic breast biopsy procedure, tissue was noticed in the suction canister along with foreign object resembling a guitar wire which has tissue attached that had to be removed. There was no patient consequence. Only the tissue sample with foreign object will be returned.

Manufacturer narrative:
Analysis anticipated for tissue sample with foreign object.